Event description:
It was reported that the system was not exposing, the green light did not appear, having to rotter for long periods. The use of device was unknown and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). Proxidiagnost n90/ precision crf is a multi-functional general r/f system. It is suitable for all routine radiography and fluoroscopy exams, including specialist areas like angiography or pediatric work, excluding mammography. Philips received a complaint on proxidiagnost n90 indicating that the system was not exposing, the green light did not appear, having to rotter for long periods of time. The use of device was unknown and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the system was not exposing due to the detector being dropped. Fse replaced the damaged detector with a new unit and performed a calibration. The system was then verified for proper functionality and returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was damage to the skyplate. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).